Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the yankauer (fg71-24227, lot 139730) device suction tip broke off inside the patient. A c-section was being performed. The surgeon was using suction in and around uterus. There are four prongs and there are two prongs that were not located. One piece was found in abdomen behind the uterus. The other two small pieces were not found. Per the customer it could have been suctioned up or still inside patient. They are unable to locate after an x-ray was taken. The patient was kept in the operating room (or) longer than intended and longer than the patient needed to be there as they were looking for the pieces and irrigating the area.

Manufacturer narrative:
Lot number: originally reported as lot 139730 and per additional information received from the customer, the correct lot number is 1725636664. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per additional information provided by the reporter on 04-03-2018, this is a duplicate complaint of medwatch report number 9612030-2018-00040. Based on the additional information received, this report and complaint record will be closed. If information is provided in the future, a supplemental report will be issued.